Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm and no scrolling number display anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported that numbers were ramping on the insulin pump's screen. Caller also reported that a button error alarm was returned. Customer reported that the insulin pump's act button was responding intermittently. Blood glucose level was 230 mg/dl at the time of the call. No further information was provided.